Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead was revised due to poor sensing (low r-wave rate). Problems with retracting the helix during the revision were mentioned. The lead remains active.